Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4). Product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the connector pin was broke off. The patient had not been able to charge the ins, and the ins was depleted. The patient noted they had a very bad headache, and could barely do anything because they had not been able to charge their ins. A new desktop charger was requested.